Event description:
It was reported to an aci sales professional that an obese male pt underwent an interventional coronary cath procedure (date unk). Access was obtained via a 6f sheath. The physician, trained to the mynx procedure, proceeded to prep and deploy the mynx closure device without incident. Hemostasis was successfully achieved. Approx one week post procedure, it was reported that the pt returned with a large groin infection. The pt tested positive for infection. The pt went to the operating room for surgical groin exploration and drainage. There was no vessel involvement with the infection. It was unk if any other course of treatment was given. It was reported that the pt is recovering without further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of infection could not be determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU). The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commerical use. In addition, the culture was positive for strep, bacteria that are commonly harbored in noses or on skin and can spread by direct contact. In addition, the safety and effectiveness of mynx have not been established in pt with morbid obesity (bmi >40kg/m2). A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept.